Manufacturer narrative:
The reported event was confirmed as a manufacturing related. The sample was inspected and found a poor snip eye which caused the difficult to remove issue. The water was introduced into the inflation lumen and observed water was able to flow through the lumen without obstruction. The catheter was dissected and observed a poor snip eye. The device did not meet the specifications. The root cause for this failure mode was due to a poor snipping issue. A review of the manufacturing process indicates that the process was capable of producing this type of defect. Based on the sample returned it was confirmed as a manufacturing related issue. The device history record was reviewed and found a possible manufacturing issue that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿[warnings] 1. Method for use. (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder or urethra may be injured.] 2. Applicable patients. Patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.]. [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10 percent povidone iodine. For patients with past history of allergic hypersensitivity to povidone iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]. 2. Applicable patients. (1) patients who are or have been allergic to natural rubber latex.. (2) patients with known allergy to silver coated catheter.". Corrections: d, h. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the catheter balloon was difficult to deflate on the next day after the placement. The catheter was cut in several places but the water could not be removed. Eventually the guide wire was inserted through the inflation lumen to remove the water.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter balloon was difficult to deflate on the next day after placement. The catheter was cut in several places, but the water could not be removed. Eventually, the guide wire was inserted through the inflation lumen to remove the water.